Event description:
It was reported that the patient presented in the emergency room due to syncope. Device interrogation revealed loss of capture, low pacing impedance, and an insulation anomaly on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced. The patient condition is stable.